Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was completed using panels and the likely cause lot showed that it can accurately detect known concentrations of the assay. The trend review identified normal complaint activity for the issue under investigation. Based on the evaluation results, no product deficiency or malfunction were identified to be related to this issue as the incident was limited to a single patient sample. The customer indicated that they did not have an issue with other samples or controls. Retest of the sample generated a lower result.

Manufacturer narrative:
This report is being filed against an ex-us product (2k91-25) that has a similar product distributed in the us (2k91-27). (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample generated a higher than expected result for the architect ca19-9xr assay. A result of 163 (unit of measure was not provided) was suspected and repeated at 7.18 and 5.88. No impact to patient management was reported.